Manufacturer narrative:
Lot number, manufacture date and expiry information are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer the unit was used. Patient information and outcome were not available from the customer. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, b.5, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer the unit was used. Patient ID, gender and outcome were not provided by the customer. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.4, b.5 and b.6. Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts.